Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had refrigerator was failed. A field service engineer (fse) confirmed that the customer had replaced the refrigerator on the medication station. The existing remote manager was installed on the new refrigerator, and the adjustable hasp was replaced to accommodate the new door setup. The system was tested, and access to the remote manager on the new refrigerator door was verified successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user informed that some of the pyxis refrigerators are being changed out from follett units to helmer units. Engineering was experiencing difficulty installing the current remote managers onto the new helmer refrigerators and requested for adjustable latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.